Manufacturer narrative:
The investigation of high purge pressure has been completed. The device was returned for evaluation. The data logs showed a high purge pressure event occurred four days into care that was resolved on the same day a tissue plasminogen activator (tpa) purge solution was advised. No evidence of biomaterial on the impella, cannula, nor purge gap was found. The device was run in a bucket at p-9 for 10 minutes with the high purge pressure unable to be reproduced. The cause of the high purge pressure was most likely biomaterial due to data log review and the clinical use of tpa that was used the same day the high purge pressure resolved. Low pump flow was added as additional failure mode. The data logs were reviewed and it was found that the mean flow was trending down and the placement signal was trending up. These trends appear to occur independently from the high purge pressure event as they begin to trend before the event and continue after that event was resolved. No visual abnormalities were found on the returned device. The device was run in a continuous flow loop for 60 hours but the drift was unable to be reproduced, indicating the dp sensor to be functioning properly and low flow not reproduced in the lab. The cause of the low pump flow was not determined due to lack of clinical details. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25892 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The us complainant had a rp flex placed to support a patient admitted in post heart transplant. The patient was additionally supported by extra corporeal membrane oxygenation. The pump was supporting for 4 days when the console alarmed and purge pressure / pump flows prompted the team to troubleshoot with tissue plasminogen in the purge. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.